Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a nozzle clogged with a white solid material, but could not be further identified. There was no physical damage on the location where the foreign material remained. No detail was provided pertaining to the reprocessing steps utilized by the user. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus and the reported issue was confirmed. There was no air/water flow due to the clogged nozzle. The angle wires were stretched. The adhesive part on the bending rubber was worn out. There were bending manipulation and insertion tube defects. The flexibility adjustment wires became stretched. There were defects of the universal cord/distal end/ connector/control section/related parts. The light guide lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). The resin was cracked due to impact such as dropping/ crack of molded part due to physical/chemical stress caused by handling. The adhesive additionally applied around the light guide lens and objective lens was partially missing and showed wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had no air/water flow. The issue was detected at reprocessing. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.